Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown morphine drug (unknown concentration at 15 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was admitted to the hospital with right upper quadrant pain and pain near the pump. The hcp stated that the patient had a refill of the pump on (B)(6) 2022 and now the pump was alarming. Discussed interrogating the pump to confirm the actual alarm and proper troubleshooting. The hcp called back and stated the empty reservoir alarm occurred. The hcp stated the patient had a refill sometime in (B)(6) 2022 and it appears they forgot to update the pump reservoir volume. The hcp confirmed (B)(6) 2022 refill date. Logs showed last update was (B)(6) 2022. 5.7 ml delivered from (B)(6) 2022. If the patient was using ptm this value would be less.